Manufacturer narrative:
H6: updated evaluation conclusion codes. A2: age at time of event: 18 years or older.

Event description:
It was reported that the procedure was cancelled. A flexima drainage catheter was selected for use. During the procedure, once the external biliary drainage was in place, in the positioned at the junction of the posterior and anterior biliary tracts, the extraction of the catheter's stiffening plastic sheath became almost impossible. The procedure was not completed due to this event. There were no patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the procedure was cancelled. A flexima drainage catheter was selected for use. During the procedure, once the external biliary drainage was in place, in the positioned at the junction of the posterior and anterior biliary tracts, the extraction of the catheter's stiffening plastic sheath became almost impossible. The procedure was not completed due to this event. There were no patient complications reported.